Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. In the absence of device returned for analysis, a conclusive cause for the reported difficulties could not be determined. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue. The additional two proglide devices referenced are being filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with proglide devices using the pre-close technique via a 8f sheath prior to a ventricular tachycardia ablation interventional procedure. The sutures of two proglide devices were successfully pre-placed. The sheath was upsized to 10f, 12f and finally upsized to 14f sheath and the ventricular tachycardia ablation procedure was completed. Reportedly, the knot of one of the device was attempted to be advanced; however, only 1/4 inch of the knot was advanced when it was noticed that the sutures of both devices were tangled with each other just beneath the skin level. The sutures were trimmed and cut. A third proglide was attempted to be pre-placed. The foot plate was opened and when pulled to get tactile sensation the device came out as the 14f hole was too big and there was no resistance against the artery wall. Hemostasis was achieved with two vascade plugs and manual compression. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.